Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, a sales representative reported via email that an ar-18714-12 cortical screw (1.4 mm × 12 mm) experienced a head fracture during insertion. The screw was being placed into a hole of a 10-hole 1.4 mm plate and had been advanced nearly flush to the plate when the head separated from the shaft. The surgeon removed only the screw head, leaving the screw shaft in situ because it crossed the fracture site. The event occurred during a metacarpal fracture internal fixation procedure on (B)(6) 2026. The issue did not cause procedural delay, and no patient harm was reported. Additional information was received on 03-feb-2026: there was no reported damage to the ar-18714p-07 straight plate, 1.4 mm, 10-hole associated with this event. The only issue identified involved a single ar-18714-12 cortical screw (1.4 mm × 12 mm), as shown in the attached photo. The procedure was completed successfully, and the affected screw remained implanted. Additional screws measuring 10 mm, 11 mm, 12 mm, and 15 mm in length were also utilized as part of the construct. No adverse patient effects were reported in relation to this issue.